Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient was discharged from the hospital four days after readmission. Antibiotic treatment was discontinued (on an unknown date). At the time of this report, the patient has recovered from nausea, vomiting and hypotension (on an unknown date) and peritonitis (17 days after the event onset). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, nausea, vomiting, hypotension and cloudy fluid. The cause of the events were unknown. A day after the initial symptom onset, the patient was hospitalized due to abdominal pain, nausea, vomiting, hypotension and cloudy fluid and was treated with vancomycin injection (1gm, every 5 days, intraperitoneal, ongoing) and ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. Four days after hospital admission, the patient was discharged from the hospital. Five days after the initial symptom onset, the patient has recovered from abdominal pain, nausea, vomiting and cloudy fluid and was recovering from hypotension and peritonitis. The patient was hospitalized again due to nausea and vomiting 13 days after the initial symptom onset and was recovering from the events. Pd therapy was ongoing. No additional information is available.